Manufacturer narrative:
S/w ver.: 4.11e, retainer ring: black, case type: ngp. On 05/04/2023, the customer reported, a big black spot on the lcd screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted, during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, broken left belt clip rail, missing serial number label, cracked middle (enter) keypad button, scratched case. The unit was received, without a battery cap. After battery installation, the unit gave an unexpected flashing white with a black spot and and unexpected intermittent beep alarm. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests, due to the display anomaly. Unable to upload using thus. And unable to specify, the e/a alarm, due to the display anomaly. The case was cut open, after visual inspection. Did not note, any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After removing the protective layer that covers the lcd circuitry, it was found that the lcd controller, the lcd circuitry adjacent to the lcd controller, and the lcd screen itself have vertical cracks in them. Pcba2 was swapped onto a known good pcba1. And the software version was able to be obtained. In summary, the customer's report of a big black spot on the lcd screen was confirmed, during testing. The unexpected flashing white with a black spot and unexpected intermittent beep alarm is, due to a combination of a vertically cracked lcd controller and lcd screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer had big black on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed and received other critical pump error. The customer will discontinue using the pump. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.